Manufacturer narrative:
Name: medronic minimed, country: united kingdom, city: northridge, state: ca, zip code: 91325 1219. Country: belgium, city: (B)(6), zip: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
Patient reported high blood glucose levels while changing to new infusion set or insertion zone and it also stated in troubleshoot that patient did not follow the instructions.